Event description:
It is reported that the implant failed and was removed with its crown. No further information available at this time.

Manufacturer narrative:
Zimvie complaint (B)(4). . Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s title and email address are not provided / unknown.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: the product was not returned to pbg and the reported event could not be verified since the exact details of event and patient anatomical conditions were unknown. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR, sterilization records and complaint history review could not be performed since the lot/item number was not provided and unknown. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.